Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown day in 2002. This complaint is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: abnormal narrowing of the medial joint space and resulting varus knee alignment. There is interval osteolysis along the anterior and posterior flanges of the femoral implant and questionable osteolysis along the posterior and lateral aspects of the tibial implant. The later images show a large joint effusion. Osteopenia is noted on both sets of images. Initial images show normal alignment and fit. The medial joint space narrowing is consistent with the reported poly fracture. Osteolysis is present as described. The joint effusion is consistent with the reported soft tissue reaction throughout the joint. Per the IFU and label for the device, the femoral component is for cemented use only and it was reported that the product was implanted without cement. Aberrant loading due to a loose femoral component may have contributed to the bearing fracture, however, with the information provided, we are unable to draw any definitive conclusions as to the root cause of the fracture of the articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Visual examination of the returned products identified signs of wear on the components and the articular surface had fractured into multiple pieces. Fracture analysis of the articular surface identified evidence of delamination on the fragments and damage on the condyle regions including possible crushing or pinching. A large amount of plastic deformation was noted on the fragment from the posterior side, possibly indicating a tearing action at this fracture line. The fractured analysis indicates the fracture was possibly caused by misalignment and asymmetrical overloading, particularly on the left condyle, leading to a crushing or pinching action on the left condyle and possible delamination, ultimately leading to fracture. The fracture analysis findings and the medical records review from the previous investigation indicate that the articular surface fracture occurred due to misalignment and asymmetrical loading of the device, which is likely due to the femoral component being implanted without bone cement. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00594004000 lot # 67515400, item # 00594401402 lot # 73274200. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00286.

Event description:
It was reported that a patient had total knee revision and approximately 18 years later had a revision due to pain, instability, osteolysis and fracture of the articular surface.